Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: customer returned four syringes inside a polybag labeled for 0.5ml, 31 gauge, 8mm syringes from lot 1005625. These syringes all had bent needles. Bending was slight and toward one side at the base of the needle in 3 of the 4 needles. The remaining needle appeared partially folded towards its midpoint. The slightly bent needles may have occurred if force was accidentally applied across the needle during use. The fold on the needle may have occurred if the needle was reinserted or reshielded after use, came into contact with the inside of the shield, and had enough force applied to it to cause the needle to bend. The tip of the needle was damaged and had some orange material around the damaged tip. All of the returned needle shields were inspected for foreign matter. None of the needle shields featured any kind of material inside them, though one featured a small amount of damage at its outer rim. While the folded needle had some material at its tip, it cannot be directly confirmed that this was the material in question. A review of the device history record was completed for batch# 1005625. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The root cause of the needle bending may be accidentally applying stresses across the needle during use and/or the needle coming into contact with the shield with enough force to fold it during reshielding.

Event description:
It was reported that 1 syringe 0.5ml 31ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported 1 syringe with foreign matter inside needle shield after having injected with the syringe already. Date of event : (B)(6) 2021. Samples status : awaiting sample.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.5ml 31ga 8mm had foreign matter on device cannula or in the fluid path. The following information was provided by the initial reporter : the consumer reported 1 syringe with foreign matter inside needle shield after having injected with the syringe already. Date of event : (B)(6) 2021. Samples status: awaiting sample.